Event description:
Customer called to report that dried precipitate was found around the wash syringe base of the unicel dxc 600i synchron access clinical system. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The customer technical specialist (cts) assisted customer with troubleshooting the instrument issue by instructing customer on how to clean the dried percipitate properly. The cts determined that the cause of the issue would be resolved with the replacement of the syringe. The cts placed an order for a new syringe and instructed customer on how to replace the syringe once it was received. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).